Event description:
During a power injection, the connection between the high pressure tubing and the catheter backed off. The connection was covered with a towel. There was no pt or clinician harm or injury as a result of these events.